Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on (B)(6) 2024. It was reported that there was a communication issue between controller and ens, unable to communicate/connect to controller. It was reported that there was no communication/couldn't communicate. Troubleshooting performed was unknown. The cause was not known. The issue was still ongoing. Additional information was received on 2024-oct-19. Patient reported that their programmer was still refusing to connect to the ens. The first night, they experienced severe urgency (worsening symptoms) got their unit and bandage soaked with urine. They also reported that they were worried about possible sepsis or infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began on 2024-oct-15. It was reported that there was a communication issue between controller and ens, unable to communicate/connect to controller. It was reported that there was no communication/couldn't communicate. Troubleshooting performed was unknown. The cause was not known. The issue was still ongoing. Additional information was received on 2024-oct-19. Patient reported that their programmer was still refusing to connect to the ens. The first night, they experienced severe urgency (worsening symptoms) got their unit and bandage soaked with urine. They also reported that they were worried about possible sepsis or infection. Patient also suspects possible lead migration. 2024-dec-19 additional information was received from the hcp: the physician assistant reviewed patient chart, and reported the patient was seen at end of trial on oct 21, there was no evidence of infection or sepsis or lead migration. Trial was concluded as expected, and trial leads removed. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the b. 5 and h.6. Codes have been updated to reflect the corrected and new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.